Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a problem with geometry movement. Upon troubleshooting, fse found that the geometry issue of c-arm was due to the air conditioning water dripping from the ceiling made the power supply wet. Fse replaced the power supply and after that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform geometry movements. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.